Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. A bend was observed in the polyimide section of the stylet, approximately 2.1 cm proximal to the distal tip of the stylet. Additional bends were observed in the core wire of the stylet. No breaks were observed in the stylet and the epoxy tip was found to be present and intact. A microscopic observation revealed the bend in the polyimide tubing was between magnets and plastic deformation was observed at the bend; however, no breaks, tears, or other bends/kinks were observed in the polyimide tubing. While the exact cause of the bends in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement, stylet tip protruding from catheter during insertion, and advancement/retraction of the stylet against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "placed PICC line in patient. Procedure uneventful and successful with no issues. PICC inserted with 1 pass without any resistance or manipulation. PICC tip in desired location at cavo atrial junction therefore no movement of PICC needed to achieve optimal position. 3cg wire removed from catheter and inspected. Found to have a sharp kink at the end of the wire. Integrity looks compromised."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4633 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "placed PICC line in patient. Procedure uneventful and successful with no issues. PICC inserted with 1 pass without any resistance or manipulation. PICC tip in desired location at cavo atrial junction therefore no movement of PICC needed to achieve optimal position. 3cg wire removed from catheter and inspected. Found to have a sharp kink at the end of the wire. Integrity looks compromised."